Event description:
The il gem 3000 blood gas system produces a series of clinically incorrect ionized calciums with new cartridge replacements. Using quality control samples, the high control shifts from average of 1.5 mmol/l to 1.57 to 1.65 mmol/l; the normal control shifts from 1.14 mmol/l to up to 1.20 mmol/l and the low control from 0.52 mmol/l to 0.57 mmol/l. These variations are also evident in pt samples that are run at the same time. We have mitigated some of these short term increases by running controls and pts with each new cartridge replacement. We informed the company of this issue well over a year ago and they have not made any recommendations to reduce theses errors. The il corporation has supported consultants who claim that analysis of qc is not necessary for this device. If we did not run qc, we would not have been able to document this deficiency. Some of these outliers are medically incorrect and certainly results in increased testing. I suspect that some of these incorrect results are followed by unnecessary therapy. Dates of use: 2008.